Manufacturer narrative:
Information was received via journal article. Rogers, et al. "The reconstruction of periprosthetic pelvic discontinuity" journal title 27:8 1499-1507.

Event description:
It was reported in a journal article that three patients were revised due to implant failure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00323.